Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable pulse generator (pacemaker) possibly showed premature battery depletion behavior. However, after engineering analysis of the device data, it was indicated that the pacemaker battery was depleting normally. This device remained in service until eventually switched into safety mode, a device status that permanently limits available therapy to specific settings. Subsequently, this pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this implantable pulse generator (pacemaker) possibly showed premature battery depletion behavior. However, after engineering analysis of the device data, it was indicated that the pacemaker battery was depleting normally. This device remained in service until eventually switched into safety mode, a device status that permanently limits available therapy to specific settings. Subsequently, this pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.